Event description:
Two screws broke while performing an acl repair. There was a short delay (approx 2 minutes) and no patient injury was reported. All visible particulate was removed from the patient.